Manufacturer narrative:
The affected device was examined onsite and the log file were secured for further investigation. Based on the analysis of the log files a defective internal battery could be identified as root cause. The log file showed entries regarding the charging status of the internal battery including the alarm for internal battery less than 10%. However, the internal battery has discharged so fast that the alarm could no longer be displayed before the device switched off. During the discharging process savina indicates ascending alarm messages from ¿int. Battery activated¿ via ¿int. Battery low¿ to ¿int. Batt. Almost discharged¿. In case the internal battery is discharged or faulty and no external battery is connected operation immediately stops when ac supply is interrupted. The device shuts down and generates an acoustical power supply failure alarm for at least 2 minutes. The device reacted as specified to a faulty internal battery. Due to the low battery capacity, the visual alarms could no longer be display, but the acoustic high-priority piezo alarm has been issued as specified. The internal battery must be replaced. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator powered off after about one minute when switched to battery mode. No health consequences for the patient were reported.